Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the camera cart monitor gave an alert that it had become disconnected. The touch screen on the camera cart monitor became unresponsive. The site was still able to navigate and use the surgeon monitor. The touch screen on the camera cart monitor became unresponsive. No delay in surgery, no harm to the patient. Still able to navigate and use the surgeon monitor. The camera cart monitor had been used in a case that morning without issue. The medtronic representative (mr) restarted the system and the camera cart connected and remained connected. The surgery was completed with navigation and there was no impact on patient outcome. The camera cart monitor never displayed splash screen, only showed a gray screen with warning message that it was disconnected. Cart did not reconnect on own, only reconnected after reboot, camera stayed communicating during disconnection. The mr will monitor the system for additional occurrences.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the issue was unable to be replicated. If information is provided in the future, a supplemental report will be issued.